Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no specific event date was reported. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 05, 2020 that a wallflex biliary rx fully covered rmv stent was implanted for decompression of a malignant pancreatic head mass during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in (B)(6) 2020. According to the complainant, during the procedure, the wallflex biliary stent was successfully implanted; however, post stent placement, it was noticed that the stent implanted was an uncovered wallflex biliary stent rather than a wallflex biliary rx fully covered rmv stent as per the packaging. Reportedly, the physician was comfortable leaving the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.